Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that a patient underwent a fusion procedure. The physician used a cannula to access the l4 from the left side using a transpedicular approach. The physician removed a portion of the cannula with the remaining cannula in the patient's left pedicle and vertebral body. The physician converted the case to an open procedure and used a power drill to try to burr the pedicle to free the cannula to remove it; could not remove cannula. The physician placed pedicle screws as planned in the patients left side at l4 and l5. At the location of the cannula at l4, the physician inserted a cortical screw. As the cortical screw was being implanted, the physician was able to obtain the entire broken portion of the cannula and remove it. No portion of the cannula remains in the patient. The patient status is good. No additional information was reported.